Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor (icm) reached its battery replacement time earlier than expected. The device had been implanted for approximately eleven (11) months at the time this condition occurred. The situation was reviewed, including a discussion of the device's warranty coverage with the physician. No adverse effects were reported for the patient. This icm remains in service.